Event description:
Additional information received from the consumer reported that the patient had not notified their managing health care provider (hcp) about their loss of stimulation and being sick. No steps were taken to resolve the loss of stimulation and being sick.

Manufacturer narrative:
(B)(4).

Event description:
The patient's friend/family reported that there was a loss of therapy. The patient had an unrelated spinal surgery. Someone from the manufacturer reviewed the directions with the nurse on how to turn stimulation off before surgery and they were told that the manufacturer representative (rep) came and turned stimulation back on while the patient was in the recovery room. The patient had been sick and had not felt any stimulation since she woke up later on the day of her spinal surgery. The patient was going to a rehab facility on (B)(6) 2016 and would speak to the hcp. This occurred on (B)(6) 2016. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.